Manufacturer narrative:
Product complaint # (B)(4). The report is being sent by request from FDA stating that initial report has not been received. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Call home was reviewed. A pr15, nm15ncb25674 was connected to channel 3 and nm16ncb39912 was connected to channel 2. Both tested successfully. The probes ablated for 0:50 at 80w. During ablation, probe 3 was decreased to 70w and probe 2 was decreased to 65w. Probe 2 ablated for 0:25 at 70w and probe 3 ablated for 0:25 at 75w. The next ablation was done at 75w and after 4 seconds, probe 3 issued a reflected power error (11w). The ablation was restarted and after 6 seconds probe 3 issued another error (2w). The ablation was restarted. Total time for probe 2 was 0:25 and probe 3 was 0:35. Probe 3 was disconnected. Probe 2 completed an 80w, 4:36 ablation with no errors. This was the end of the case. Max temperature for the probe in question was 153c.

Event description:
It was reported that during a liver resection procedure, device's probe tip completely broke off. It broke off in the tissue that we retrieved from the patient. It came out with the piece of liver. There were no patient consequences reported.